Event description:
Complaint received as follows: health care professional reports that a pt of his department which used flexi-seal had a copious blood loss from the rectum. The endoscopist noted a traumatic shock caused by the use of the probe. From a clinical perspective, the device was inserted for fecal incontinence on (B)(6) 2012 and removed (B)(6) 2012 after 13 days of use. Pt was admitted and bedridden in the ICU for multiple fractures and injuries from a rta, comorbidities included: sacral pressure ulcers, malabsorption, sepsis, costal multiple fractures, mediastinal hematoma (venous), bilateral thoracic hematoma, rheumatoid arthritis on steroid therapy. Pt was also on anticoagulants: clexane amine. No rectal procedures (i.e. Digital exam, proctoscopy, colonoscopy, etc.) Were performed prior to device insertion but pt was not reported to have any rectal/peri-rectal abnormalities before device use. Pt suffered three episodes of massive rectal bleeding estimated to be between 800-2000 mls, and required adrenaline shots, suturing of bleeding ulcers and multiple blood/plasma transfusion to control. Pt is recovering in the ICU presently. Event 'copious blood loss from the rectum' is deemed a serious ae.